Manufacturer narrative:
Based on the results of the investigation, a root cause for the missing adhesive was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that there was no adhesive at the scope's forceps cover. There was no patient involvement.